Manufacturer narrative:
The returned device included a burr hole valve, cardiac/peritoneal catheter, 36 inches, and ventricular catheter, 9.75 inches. The ventricular catheter and the cardiac/peritoneal catheter met the requirements for leak, patency and tensile testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter had loose elasticity. The surgeon used another manufacturer's product to complete the surgery. The patient's status at the time of the report was alive-no injury.